Event description:
Received a FDA medwatch reporting the explantation of a lap-band device as "the patient presented with acute abdominal pain." Upon removal of the device, "there was the possible beginning of erosion of the band noted anterior and lateral along the track of the lap-band scarring. This involved ulceration through the stomach which had been partially contained by omentum." Further follow-up will be conducted to gather additional information.

Manufacturer narrative:
Taper ii. (B)(4). Initial reporter sent medwatch #(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and... Port site pain."